Manufacturer narrative:
Fluid leak: no issue found on the returned purge cassette. The cause of the issue was not determined without sufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that the purge cassette was leaking. The purge cassette was replaced, and the issue was resolved. Purge pressure and purge flow remained within the normal range.

Manufacturer narrative:
D6b: added explant date. D9: added devices return information.